Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion noted breaching the outer insulation at 19.8-20.0 cm from connector pin, consistent with friction to another device or feature of patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.